Event description:
The user facility reported that minor bleeding was observed at a polypectomy site following a therapeutic colonoscopy in which the subject device had been used. The following day the physician performed another colonoscopy exam on the pt and confirmed that the bleeding was from the second of two polypectomy sites. The bleeding was stopped with the use of an unidentified clip. The pt was discharged the following day.

Manufacturer narrative:
Olympus was informed that the physician had increased the electrical output on the surgical snare while removing the second polyp, as the polyp was said to be larger, and had not appeared to be fully cauterized. The power setting for the initial polyp was said to be 2.17w, and 2.23w for the second polyp. The electrosurgical snare referenced in this report was not returned to olympus for eval, as it was discarded by the users following the procedure. The exact cause of the pt's outcome could not be conclusively determined, and user error could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.